Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call of currently being hospitalized for high blood glucose of 485 mg/dl and diabetic ketoacidosis. Troubleshooting found that the pump alarmed no delivery. Customer resolved the alarm by changing out the infusion set and reservoir. Troubleshooting advised customer that the no delivery was most likely the result of an occluded reservoir and changing the set resolved the issue. No further details given.